Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump is cancelling boluses. He denies tactile keypad issues. Patient is unable to review bolus history to capture date/time of cancelled bolus and review alarm history. Asked that he call back to do full troubleshooting. Patient stated boluses are done on the pump only, he does not use meter remote and states he is not cancelling using audio button. There is no allegation of an adverse event. This complaint is being reported based on the allegation that the pump is cancelling boluses without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: a review of the pump¿s history showed one partial delivery, user aborted warning on 04/28/2013. During testing, the pump successfully performed a 10 unit audio bolus and a 10 unit normal bolus with no cancellations. Both were accurately recorded in the pump¿s history. The pump was exercised for 24 hours with no errors, alarms or warnings. The keypad buttons were tested and no hypersensitivity was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.